Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A taxus liberte 32x2.5mm stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the stent moved on the balloon so the taxus liberte sds was exchanged for a promus sds to complete the procedure. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)